Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were properly responsive. There was no evidence of keypad contamination under the key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok keypad button was intermittently unresponsive during cartridge priming. It was reported the issue was first noticed 6 months before the complaint date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.